Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in a post-operative check. Review of the x-ray revealed the right atrial lead had dislodged the same day it was implanted. On (B)(6) 2018, the atrial lead was repositioned with no complication. The patient was stable before, during, and after the procedure.